Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. The aortic neck was 23.6 mm proximally and it was 25 mm in length and less than 10 degree angulation. It was reported that the post stent graft deployment aorta gram, a small blush of contrast was present in the ipsilateral limb of the bifurcated main body which was on the patient's the right side. The physician believed that it was a fabric type iii endoleak. The area of concern was relined with a 16x16x124 endurant limb and the endoleak revolved post limb deployment. There were no signs of endoleak on the final angio. Per the physician the cause of the endoleak was device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the exact type and cause of the endoleak could not be conclusively determined from the two short angio videos and a single angio image provided . The pre-implant films, additional films during index procedure, and films post implant were not provided. Although a possible type iii fabric endoleak could not be ruled out, it may have been type IV transgraft endoleak likely due to heparin used during the procedure, porosity of the graft material, or patient condition.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.